Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not properly programmed with the minute ventilation (mv) and accelerometer feature in passive mode. The field also noted the crt-d would not pace to the maximum tracking rate without sensor driven pacing. The patient is currently hospitalized, and troubleshooting is ongoing. The crt-d remains in service and no additional adverse patient effects were reported.